Manufacturer narrative:
The insulin pump was received no button response due to connector on connector board was unlock during visual inspection. The insulin pump was received with severely scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery tube compartment and serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a crack near the battery cap. Customer's blood glucose level was unknown. Insulin pump was returned for analysis.